Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte" luer access split-septum stand-alone device leaked between the catheter and connector during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "yes, indeed, a bioconnector is installed, but a leak is observed between the catheter and the connector, so it is adjusted and as this action does not work, it is removed and again it is changed to another connector with which it continues to filter, so it is decides to remove the catheter. However, I share data on the connector brand bd q-syte lot: 0119948."